Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt, initials unk with osteoarthritis (kellgren-lawrence grade 2). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of three therapies of synvisc (it was reported that the age of the pt at the time of first injection of first course was (B)(6)). On (B)(6) 2005, the pt initiated the fourth course of treatment with intra-articular synvisc (hylan g-f 20) injection, into the left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis of left knee. The pt received treatment with intramuscular betamethasone at a dose of 1.3 cc for the event of left knee. On (B)(6) 2005, after duration of 24 hours, the pt recovered from synovitis of left knee. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of left knee was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/10/2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).